Event description:
While in the hospital for an unrelated issue, the customer reportedly experienced a blood glucose value of 40 mg/dl. Low bg cause was not known. Hospital staff provided carbohydrates, administered glucagon and intravenous glucose to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.